Manufacturer narrative:
Block g2 study: boston scientific corporation endoscopy post market surveillance data collection. Block h6: imdrf patient code e1109 captures the reportable patient complication of cholangitis. Impact code f2303 is being used to capture the antibiotic and fluid medications administered to the patient. Impact code f23 is being used to capture the reportable event of unexpected medical intervention. Impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to MFR. Report #3005099803-2023-04097 for the associated device. It was reported to boston scientific corporation that an endohpb rf catheter was used, and an advanix biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct, performed on (B)(6) 2023. On (B)(6) 2023, at an outside hospital (osh) the patient presented with cholangitis. On (B)(6) 2023, the patient was admitted and was administered antibiotics and fluids during their stay. On (B)(6) 2023, the implanted advanix biliary stent (the subject of this report) was successfully removed during an ercp procedure, and a new advanix biliary stent was placed. On (B)(6) 2023, the patient was discharged with continuous antibiotics. It is not known whether the advanix biliary stent or the endohpb rf catheter (the subject of MFR. Report # 3005099803-2023-04097) may have caused or contributed to the patient's complication of cholangitis. The patient is reported to be currently well in the context of having terminal cancer.